Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although a cuff miss was not confirmed, a suture detachment was found that would likely result in a suture retrieval issue and would appear similar to a needle to cuff miss; therefore the reported event is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). Reportedly, the needles did not capture the sutures with three proglide devices. A fourth proglide device was placed but the knot could not be advanced and when the needles were removed the suture broke. The sutures of a fifth proglide device were successfully placed. Hemostasis was achieved with the sutures of the fifth proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.